Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg implantable cardioverter defibrillator (B)(6) 2013; 6931 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that less than two months post implant, the right atrial lead had dislodged and there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.